Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope, had a b30 error. It is unknown when the event occurred. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation the customer allegation "error b30" was likely due to degradation problem. Problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The most probable cause was a random component failure without any design or manufacturing issue. The root cause could not be determined in addition, the following reportable malfunctions were identified during the device evaluation: - due to damage on charged coupled device (ccd) unit, e216 -scope communication error occurs (no image) -oxidized connector block. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.